Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify communication anomaly due to buttons not responding.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were not able to upload to carelink. Blood glucose was 84 mg/dl at the time of incident. No symptoms or treatment were reported. Troubleshooting was performed and self test passed. Product was returned for analysis.